Event description:
Family member found pt unconscious. Ran a blood glucose test on suspect device and was 146 mg/dl. Called ambulance. Paramedics ran blood glucose test and was 30 mg/dl. Pt was taken to the hosp.